Manufacturer narrative:
The device was returned for analysis. The device was above elective replacement indicator (eri) upon receipt. Device image showed that it was programmed to bipolar pacing with high field settings. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced pain during right ventricular (rv) pacing. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. Patient status was not reported.